Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hyperglycemia with a peak blood glucose of 205 mg/dl after breakfast and believed the pump should prevent values above 180 mg/dl; during the call, blood glucose stabilized and began decreasing, and troubleshooting and education on the algorithm, glucose monitoring, and meal bolus use were provided. Symptoms included elevated blood glucose without reported complications. Outcomes included no hospitalization, no alerts or alarms, and symptom resolution as glucose trended down. Investigation included phone-based troubleshooting, review of device use, and education on correction strategies for low glucose. Investigation of this case revealed no device malfunction reported and that the event was consistent with expected algorithmic response to meals, with user expectations not aligned to device functionality. It was concluded, based on previously established findings for similar reports, that the cause was unclear.